Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported keypad inoperable, which was confirmed during evaluation. The cause was determined to be a keypad very slow response time. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a power off without user input upon moving the pump during testing. The cause was identified to be the depressed pins, the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keypad numbers 0,1,2,3 were not working. There was no known patient injury, or medical intervention associated with this event. No additional information is available.